Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for fracture of distal end of humerus with the drill guide in question. It was difficult to attach a plate, another drill guide was used and it smoothly attached to the plate. Procedure was completed successfully with thirty (30) minutes delay. The surgeon pointed out that, initial drill guide might have been difficult to attach to the plate because the threading was worn out. Concomitant device reported: unk - plates (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) threaded drill guide 2 f/screw 2.7 f/va+. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for fracture of distal end of humerus with the drill guide in question. It was difficult to attach a plate, another drill guide was used and it smoothly attached to the plate. Procedure was completed successfully with thirty (30) minutes delay. The surgeon pointed out that, initial drill guide might have been difficult to attach to the plate because the threading was worn out. Concomitant device reported: unk - plates (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) threaded drill guide 2 f/screw 2.7 f/va+. This is report 1 of 1 for complaint (B)(4).

Event description:
The procedure was successfully completed. The patient outcome was reported as stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.